Event description:
Patient was revised due to fracture of the femoral stem.

Manufacturer narrative:
Initial reporter information is unk at this time. Complaint was initiated internally, additional info has been requested. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.